Manufacturer narrative:
The ventilator was examined by our field service engineer and no malfunctions were found. The ventilator passed the functional testing and was cleared for clinical use. The user facility informed that the cause of the significant leak was that a part of the patient circuit had come loose. The brand of the patient circuit is not known. Evaluation of the received device logs confirm the reported event. The given time of the event was around 12:40. The event log shows that at 12:42 alarms for pressure delivery restricted, patient circuit disconnected, peep low, respiratory rate high and expiratory minute volume low started to be generated. At 12:43 the alarm frequency increased. The generated alarms together indicate a big leakage or disconnect situation. At 12:44 a disconnect/suction program was started which show that a user was present at the time. The ventilation continued until 13:51 when the ventilator was set to standby. The trend log shows that the peep (positive end expiratory pressure) and expiratory volume decreased to zero at the time of the event. The log also show that a respiratory rate and inspiratory volume was measured which shows that the ventilator attempted to deliver breaths according to user settings. The above measured parameter values were stable before and after the given time for the event. The test log shows that the last pre-use check before event was successfully performed and there is no technical error in the technical log to indicate a ventilator malfunction. The generated alarms are both audible and visible displayed on the screen. During the on-site investigation our field service engineer received information that nurse had repeatedly failed to notice the significant leak from the circuit and the facility only needed to verify that the ventilator alarms behaved correctly/predictably during the event. According to the user facility the leak was due a loose part in the patient circuit through which there was a high leak and this was the primary issue. There question about the ventilator are subsidiary to this. The patient had desaturated but this was resolved quickly. The lead clinician had stated that this had been categorized as a ¿no harm to patient event¿. Our conclusion based on the log evaluation and information from the user facility, is that there was no ventilator malfunction at the given time of the event. The cause was a leak in the patient circuit. The ventilator promptly detected the leakage and alarmed for the situation.

Event description:
The hospital contacted our applications team to identify why or whether it was possible that no alarm was generated under a specific window during a ventilation period. Further on during our enquiries it came to light that while the ventilator was connected to the patient there was a significant leak from the patient circuit and the patient saturation decreased. The patient saturation was resolved quickly according to the user facility and the final patient outcome was no harm. Manufacturer's reference # (B)(4).